Manufacturer narrative:
Age of time of event: 18yrs or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during third inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.